Event description:
It was reported that a customer had passed away on (B)(6) 2025. The cause of death was unknown. The customer was wearing the pump at the time of death and the reporter alleged that the pump indicated a low blood glucose had occurred, but an alert was not heard. A review of pump data will be performed, and the results will be submitted in a supplemental report.